Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while running resulting in a fall and facial injury. Review of the episode found it was the result of t-wave oversensing with higher heart rates. The patient was seen in clinic and automatic setup re-performed and the device programmed to the alternate sensing vector. A treadmill test was then performed and a new reference template acquired. Following reprogramming there was no further evidence of oversensing observed. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while running resulting in a fall and facial injury. Review of the episode found it was the result of t-wave oversensing with higher heart rates. The patient was seen in clinic and automatic setup re-performed and the device programmed to the alternate sensing vector. A treadmill test was then performed and a new reference template acquired. Following reprogramming there was no further evidence of oversensing observed. No additional adverse patient effects were reported.